Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the luer lock leaked. Reportedly, the customer confirmed a tight luer lock connection and could smell insulin. Customer's blood glucose level was 379 mg/dl. The customer administered manual injections. The customer did not have extra supplies at work to change the cartridge. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information was provided.